Event description:
It was reported that device entrapment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the wire and catheter lumen became stuck. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly and a guidewire entangles in the exit port. Microscopic inspection revealed the guidewire exit port was deformed and lifted. Pitting and degradation of the transducer housing consistent with saline damage was noted which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that device entrapment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the wire and catheter lumen became stuck. The procedure was completed with another of the same device. There was no patient injury.